Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while the ilet was operating in bg-run mode during a sensor change, the system was not dosing and the user did not recognize the dosing stop until prompted to manually enter blood glucose and reconnect the sensor; the dexcom sensor failed to connect and a replacement sensor was subsequently paired and completed warm-up, after which connectivity and cgm values were reported as normal. Symptoms included hyperglycemia with a highest reported blood glucose of 328 mg/dl for a duration of a couple of hours, without ketone testing, medical intervention, or use of backup therapy, and without acute clinical effects. Outcomes included temporary elevation of blood glucose outside of range with resolution after sensor replacement and reconnection. Investigation included review of product usability and device performance through troubleshooting and education with the user. Investigation of this case revealed user difficulty comprehending that the device had stopped dosing and a cgm connectivity failure that was resolved by replacing and pairing a new sensor. It was concluded that hyperglycemia occurred secondary to loss of automated dosing due to cgm pairing failure and user unawareness, with functionality restored after successful sensor replacement and system reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.